Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the original cartridge and successfully resumed insulin therapy. The customer's blood glucose level was 209 mg/dl.